Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The alarm occurred three times. His blood glucose at the time of incident was 375 mg/dl. He resolved the alarm with a complete set change. The customer was concerned since he was hospitalized a few months ago for diabetic ketoacidosis three months ago. He then proceeded to describe the event. He was driving and pulled over to vomit. His blood glucose at the time of incident exceeded 500 mg/dl. The customer made it home and the ambulance picked him up. He vomited all the way to the hospital. He remained in the hospital for four days and was given 9 liters of fluid during that time. The hospital staff removed him from the pump and treated him with manual insulin injections. In regards to the current no delivery issue, the reservoir and infusion set will be returned for analysis and a replacement of each product was shipped to the customer.